Event description:
It was reported that the extension was explanted due to loss of stimulation/therapeutic effect. It was noted that the event occurred post-operation. It was stated that there were normal impedances, but patient had a loss of therapy. An x-ray showed "possible kinking" of the extension. The healthcare provider replaced the extensions and the patient "improved again." The patient reportedly was alive with no injury. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), explanted: (B)(6) 2013. Product type: extension: product ID 37085-60, serial# (B)(4). Product type: extension: product ID neu_unknown_lead, lot# unknown. Product type: lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 37085, serial # unknown, explanted: (B)(6) 2013, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.